Event description:
It was reported that, during a robotic laparoscopic right partial nephrectomy during suturing, the arm threw a non-recoverable error and stopped moving. The instrument had to be removed using the mechanical release and the arm was rebooted to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: e (facility name, street 1, city, region, country, postal code) h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly had a non-recoverable error. An error code for 'linked to instrument drive unit hall position marked as invalid', an error code for 'linked to robotic arm motor state error', an error code for 'linked to motor state - brake state agreement' and an error code for 'linked to arm non-recoverable error - robotic arm brake state error' were all observed. These error codes can indicate connectivity communication issues between the instrument drive unit (idu) and the z-slide. The idu was reseated to resolve the issue. Tele-operation with the arm cart assembly was performed successfully and no issues were found. Evaluation of the logs indicated that the arm cart assembly experienced a non-recoverable error due to the idu motor a2 encoder hall sensor experiencing failures, which triggered an error code for 'linked to idu hall position marked as invalid'. This error code is a subsystem non-recoverable inoperable error. The arm cart recovered from the error after a restart. Evaluation of the arm cart assembly confirmed the reported condition. The most likely root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right partial nephrectomy during suturing, the arm cart assembly threw a non-rec overable error and stopped moving. The instrument had to be removed using the mechanical release and the arm cart was rebooted to resolve the issue. There was no patient injury.